Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient&#38112;ipg was turning on and off causing strong jolting sensation. It was noted that after visual inspection of the ipg, the ipg could be outlined clearly through the skin which was very shallow and could be pressed solidly against the spinal column. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient decided to have the system explanted as he was no longer using it. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient¿s ipg was turning on and off causing strong jolting sensation. It was noted that after visual inspection of the ipg, the ipg could be outlined clearly through the skin which was very shallow and could be pressed solidly against the spinal column. The patient will undergo a revision procedure wherein the ipg will be replaced.